Manufacturer narrative:
(B)(4). Analysis done on the desktop charger (37761) found that it had a broken connector pin analysis done on the ins recharger (37751) found no evidence of anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37751, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the recharger was not holding a charge unless plugged into the wall. The patient did not bring the recharger to the appointment but the next appointment was on (B)(6). The ins was in a discharged state at the time of the appointment. No contributing factors were noted. Additional information received indicated that the recharger was dead. The desktop charger pins were bent. A replacement desktop charger and recharger were sent to the patient and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.